Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac event and subsequently expired two days later. It was further alleged to have been caused by the pt's exposure to the product administered.

Manufacturer narrative:
This is one of two device reports associated with this event, which is one of two events for the same pt.